Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 600 mg/dl, 108 mg/dl at the time of incident and the current blood glucose level was 589 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump for high blood glucose. The customer stated that the symptoms related to high blood glucose such as nausea. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the auto mode feature was not active. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. Customer was able to perform high pressure test at that time and insulin pump able to passed the high pressure test. The device will not be returned for analysis.